Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5534-45, implanted: (B)(6) 1998. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately six months post implant of the ipg approximately four years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # product ID# 5024m-58 a proximal portion was received measuring 11 cm. Analysis was performed and no anomalies were found,visual summary analysis of the lead was performed.